Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: a review of the black box showed a call service 177 low battery warning on the date of the complaint, the pump powered on intermittently with the returned battery cap, and a test battery cap. The battery cap was unable to be fully tightened. The battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. The current draws were within specifications. A leak test showed a leak in the battery compartment crack. The pump case was removed to find no evidence of additional moisture inside the pump. The intermittent power condition was due to the battery compartment damage, and moisture contamination.